Event description:
A customer contacted baxter corporate surveillance regarding a clearlink set which had instances when spiking premix med - avelox where leaking was observed from the tubing at the spike. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: contact with the customer was made on (B)(6) 2013 and the following was reported. The nurse stated that there was a dislodgment from the way they spiked that bag which caused the leak. The nurse stated that clinical educators had visited their facility and the problem has since been resolved. The nurse declined providing any additional information. A batch review could not performed since the lot number was not reported. Since a sample was not available, the reported condition could not be confirmed and an assignable cause could not be determined.

Manufacturer narrative:
(B)(4). According to the customer the sample is not available for evaluation. If the sample or additional information becomes available, a follow-up report will be submitted.